Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and reportedly, the customer was using the infusion set for 3 days and using cold insulin. Tts informed the customer that using the infusion set for 3 days and using cold insulin is off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. The customer¿s blood glucose level was 276 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.